Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a broken lead after she had a fall 'a long time ago.' The lead 'was not connected to anything,' so it was revised. It was also stated more recently, 'about two weeks ago,' the patient had a fall and since the fall it only took her 15-20 minutes to charge her implantable neurostimulator (ins), when it used to take one to two hours. The patient was redirected to her healthcare provider. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n267543, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot# n260112, implanted: (B)(6) 2011, product type accessory. (B)(4).